Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg was nearing possible premature end of life, and it is unknown if the device depleted prematurely. The patient is still receiving therapy. Surgical intervention may take place at a future date to address the issue,

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.